Event description:
The customer claims the buttons are broken and there is no alarm tone when the sensor is disconnected from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Alarm, failure to. Results - eval of the returned product shows that the alarm's case is cracked, but functions. (B) (4).